Event description:
This laser fiber was suspected of being abnormal in quality. When in use during the surgical case, the laser machine made a loud unusual sound that the surgeon and scrub tech expressed concern over. Upon visual investigation the actual wire seems to be burnt at the tip which is placed in the laser machine. This burnt appearing portion actually was disconnected from the machine after examining it, after the loud machine sound. Suspect it overheated and burnt off separating itself from the field. In total, we used 3 of these fibers during the case and one fiber of another brand.